Event description:
The reporter stated that the surgeon was using a three piece silicone lens model aq2010v and the lens flipped as it went into the eye, and as the surgeon was trying to turn it over he tore the haptic. The surgeon cut the lens to remove it and put in another same type lens. No pt injury.

Manufacturer narrative:
Eval: lot number search. Results: (other) a visual inspection of the returned prod shows one haptic is torn off of the lens and is missing. The other haptic is torn off into the optic of the lens. There is a small portion of the optic torn off & missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval. Conclusions: a serial number search was performed for similar complaints within the search and no similar complaints were found.